Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After additional information was received on sep 17, 2019, it was determined that this event no longer meet the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0002023141-2019-00594 submitted on aug 20, 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, additional narrative. The following sections have been corrected: additional MFR narrative; MFR-0001038806-2019-1044 submitted on sep 6, 2019 to read MFR-0002023141-2019-00594 submitted on aug 20, 2019.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on (B)(6) 2019, it was determined that this event no longer meet the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR - 0001038806 - 2019 -01044 submitted on (B)(6) 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k: k011028, k013227. The following information is unknown at the time of this report. Expiration date: unknown. The reported device has been received. The reported condition of the implant not being able to be placed into the osteotomy due to lack of primary stability could not be confirmed. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related) factors, identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Summary investigation.

Event description:
It was reported that the dr. Was unable to place the implant into the osteotomy at tooth location #13. Due to lack of primary stability.